Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. It was reported the device was not used past its expiry. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a flexima rx biliary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the common bile duct performed on (B)(6) 2016. According to the complainant, during the procedure, resistance was encountered when the device was passed through the guidewire. Resistance became significant during stent deployment; however, the stent was able to be deployed. The guide catheter became detached and was removed from the patient separately from the push catheter. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4). Visual analysis of the returned device found the guide catheter was detached from the pull wire. Furthermore, the detached guide catheter and the pull wire were kinked and bent in several locations. The push catheter was also found kinked in several locations and torn at approximately 35.6cm from the distal end. A functional evaluation for stent deployment could not be performed due to the condition of the returned device. Based on the product analysis, it is likely that procedural/anatomical factors were encountered during the procedure which may have limited the overall performance of the device. A device under tortuous condition due to patient anatomy or customer use/manipulation/maneuvering can cause the device to bend/coil leading to kinks and bends in the catheters. Bound by kinks and bends, the device would become unable to deploy stent. Guide catheter and push catheter were detached and torn due to some operational complication during removal. Therefore, "operational context" is selected as the most probable root cause for the complaint. The device history record review found the device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found.

Event description:
It was reported to boston scientific corporation that a flexima rx biliary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the common bile duct performed on (B)(6) 2016. According to the complainant, during the procedure, resistance was encountered when the device was passed through the guidewire. Resistance became significant during stent deployment; however, the stent was able to be deployed. The guide catheter became detached and was removed from the patient separately from the push catheter. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.